Event description:
Info received indicates the head section is going down without a command.

Manufacturer narrative:
The tech isolated the issue to the gasket on the CPR/trend valve. He replaced the valve to repair the bed.